Event description:
It was reported that during a procedure using a lopro icw wand, the wand handle allegedly became hot resulting in the patient sustaining a burn near the surgical site. The burn was considered too minor to require any treatment. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation on the returned device shows minimal electrode wear and there are scratch marks present on the right side and back of the cap which is indicative of coming into contact with another metallic object. The customer¿s complaint could not be verified as the wand¿s handle did not "get hot" during functional evaluation. Factors not associated with the manufacture or design of the device which could result in dermal burns are outlined in the precautionary statements of the IFU supplied with the product. The IFU states as a consequence of electrosurgery, damage to surrounding tissue through iatrogenic (i.e. User induced) injury can occur. In order for the device to facilitate the formation of plasma, the wand tip has to be completely surrounded by irrigant solution during use. This wand is not designed to include an integral suction line; therefore, it is unknown the method of evacuation during the procedure and it is imperative that proper fluid removal is done as to reduce the heating of solution. As stated in the instructions for use "IFU", "ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury." Non-conformance review for this lot found no deviations or non-conformances during manufacturing process.